Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. The issue was found outside of clinical use. No harm has been reported to philips. A philips field service engineer (fse) visited the site and replaced the ippc and sibbox unit. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer checked the system and confirmed that the system was indicating that problem in starting the system, stuck on the time count 00:00 with error message stating¿ please reselect application and disks full¿. Fse found that the error and identified issue with ip pc for disk full error message and sibbox unit for starting problem. Review of the log file showed that multiple software units running on the host pc cannot connect to their hardware devices. Fse replaced ip pc hdd and sibbox unit and reloaded the software and swapped the image disk. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.